Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator outputs a continuous flow of 1 liters per minute (lpm) and can only be addressed by turning off the blower. No patient involvement. The customer troubleshot with technical support and was advised to replace the blower air valve. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR :04apr2019. The customer troubleshot with technical support and was advised to replace the blower air valve. Information was received that the customer replaced the blower air valve and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.